Event description:
It was reported that the patient received a vibratory alert for non-sustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. Programming change was made.